Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 health effect - clinical code - e014302 decreased level of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6). 2025, the patient was sitting on the couch watching tv when he ¿almost passed out¿. The patient¿s wife came home and found the patient barely conscious. The patient's cgm was showing a message to ¿replace sensor¿, therefore, no cgm values were being provided to the patient. It was not specified when the patient became aware of the wearable failure. The patient¿s wife treated the patient with sugar and a bottle of coke. It took approximately 30 minutes for the patient¿s glucose level to improve. No bg meter values were reported during this event. The patient did not seek any assistance from a higher level of care. The patient was feeling weak after the event. The patient was ¿fine¿ at the time of report. Performance data was reviewed. The allegation was not confirmed via data. The probable cause could not be determined post investigation as the allegation was not found. No additional event or patient information is available.